Event description:
On april 8, 2026, senseonics was informed of an incident in which the user reported an unsuccessful sensor removal attempt that occurred in 2018. The sensor remained in place until it was successfully removed on (B)(6) 2026. The user reported doing well following removal.

Manufacturer narrative:
Per data management system review, the user is currently using the system with a new sensor and receiving up-to-date information. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.